Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's trial implant procedure was abandoned on (B)(6) 2016 due to the patient experiencing a vasovagal response (also called neurocardiogenic syncope) when the epidural needle was inserted into the patient's body.